Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas for assistance in clearing an alarm, and during the call mentioned that he had been hospitalized. The patient did not provide any details regarding the hospitalization; the date of and reason for hospitalization is currently unknown. Customer technical support made several attempts to contact the patient for additional information, without success. This complaint is being reported because the patient reportedly sought medical attention. It is unknown at this time if the incident was related to diabetes or if the pump was a cause or contributor.